Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6), 200-02-32 - three peg patella 32mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2018. Approximately 4 years and 1 month after the initial procedure the patient had a right knee revision on (B)(6) 2023. The patient has suffered the following injuries and complications: joint pain, joint swelling and stiffness, tissue damage, revision surgery, polyethylene wear and osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: right total knee with polyethylene failure and resultant osteolysis there was a large effusion which was nonpurulent. No metalosis present. He had a hyperproliferative synovium which was brownish discoloration. They were able to remove the polyethylene and was certainly a fracture, pitting and delamination of the polyethylene on both the medial and lateral compartments. There was some osteolysis about the posterior medial femoral condyles but was not extensive. The tibia had a large lytic lesion about the anterior medial aspect of tibial plateau. No complications occurred throughout the case. The patient was awoken and transferred to the recovery room in stable condition. Mdl no. (B)(4): the patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3(B)(4), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.